Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer resolved the issue by changing the infusion set and cartridge before contacting technical support. Successful insulin resumption occurred, and technical support agreed to send replacement infusion sets and cartridges, with the customer accepting an alternative due to an original product shortage.